Event description:
I am writing to formally complain about a recent experience with your gum soft-picks. While using the product as intended, the tip snapped off and became firmly lodged between my teeth. As someone with a visual impairment, this situation was incredibly stressful and distressing. It was very difficult for me to see and safely remove the broken piece. I spent a significant amount of time and effort trying to extract the material from my gum line, which caused a great deal of anxiety and physical discomfort. While I did not end up needing a dentist to remove it, I am very concerned that the product failed so easily during normal use. I no longer have the original packaging or the lot number, but I have a photo of the broken pick and the tip that snapped off. I would like to know how you intend to rectify this situation and what you are doing to ensure the quality and safety of these picks.